Manufacturer narrative:
Updated primary unique device identification (UDI) number (section d4), expiration (section d4) and manufacturer date (section h4).

Manufacturer narrative:
Complaint conclusion: as reported, upon opening, a 10x40 mm smart control stent was received instead of the 9 x 60mm smart control vascular system that was displayed on the package. There was no reported patient injury. The packaging was intact and properly sealed upon receipt. There were no discrepancies noted in the labeling or barcodes on the package. The device was stored and prepped in accordance with the instructions for use (IFU). The procedure was completed with a second stent, that was correctly sized. The device was returned for evaluation. A non-sterile ¿smart control, iliac 10x40¿ was received coiled inside of a clear plastic bag. The reported unit ¿smart control, iliac 9x60ml¿ was not received for analysis, only the label product that correspond to the reported catalog number c09060ml was included in the bag. The part was unpacked to perform the evaluation. The unit was thoroughly inspected observing that presents a kinked condition located approximately 118 cm from the distal tip. The stent is properly mounted on the device in the manufacturing condition. The locking pin is fixed on the manufacturing position. No other outstanding details were observed at the inspected device. A picture related to the reported complaint was received. A product label can be seen in the image provided. We cannot determine from the image provided, if the box has been opened. The lot number 18298568, catalog c09060ml, and expiration date 2026-02-28 among other product information can be read. The reported ¿packaging/pouch/box labeling incorrect-could potentially cause an injury¿ was confirmed since the device received does not match the description and catalog of the label that was included in the bag. A kinked condition was also observed on the returned unit. The exact cause of the reported event cannot be determined, and an investigation is warranted to find a definitive root cause. According to the instructions for use, which is not intended as a mitigation of risk, ¿procedure: 1. Inject contrast media: perform a percutaneous angiogram using standard technique. For biliary procedures the biliary tree may be injected. 2. Evaluate and mark lesion or stricture: fluoroscopically evaluate and mark the lesion or stricture, observing the most distal level of the stenosis or stricture. 3. Select stent size: measure the length of the target lesion to determine the length of stent(s) required. Measure the diameter of the reference vessel (proximal and distal to the lesion). It is necessary to select a stent that has an unconstrained diameter at least 1 mm larger than the largest reference vessel diameter to achieve secure placement according to the following stent size selection table.¿ the information available and product analysis suggests that the event experienced by the customer needs further investigation to determine root cause and may be related to a manufacturing cause. Therefore, a risk assessment has been initiated.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon opening, a 10x40 mm smart control stent was received instead of the 9 x 60mm smart control vascular system that was displayed on the package. There was no reported patient injury. The packaging was intact and properly sealed upon receipt. There were no discrepancies noted in the labeling or barcodes on the package. The device was stored and prepped in accordance with the instructions for use (IFU). The procedure was completed with a second stent, that was correctly sized. The device will be returned for evaluation.